Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient reported stimulation/twitching sensation at pacemaker site when active. Reprogramming done to pace patient at 100 beats per minute, but patient continued again feeling sensation. Also reported the atrial lead was programmed "off" due to atrial lead fracture. No further patient complications were reported as a result of this event. Patient is pacemaker dependent.